Event description:
It was reported that during a hernia procedure, the device jammed and would not fire. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Advancer. The analysis results found that one device was received in good visual condition. Upon firing of the device, the clips did not fully advance into the jaw causing malformed clips. The device locked out as intended but the orange indicator was not visible. The indicator wheel failure is not related to the reported event. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the tip of the advancer was found to be broken leading the found feeding issues. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The final quality release criteria were met before this batch was released for distribution.